Event description:
Device 2 of 2. Reference MFR. Report#: 30067058152019-00874.

Event description:
Device 2 of 2. Reference MFR. Report#: 30067058152019-00874. It was reported during a scs trial lead procedure on (B)(6) 2019, there was a possible cerebrospinal fluid (fsf) leak. As such, the procedure was abandoned.